Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropies) result was obtained from a single patient sample when tested on a vitros xt7600 integrated system. A definitive assignable cause could not be determined with the information provided. Reported qc fluid performance indicates a vitros tropies lot: 4880 performance issue is not a likely contributor to the event and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. Acceptable within run precision testing performed suggests an instrument issue was not likely a contributing factor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Additionally, it was also noted that triglyceride levels were very high in the discordant sample, pointing to a potentially poor quality sample and this also cannot be ruled out as potentially contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropies lot: 4880.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros xt7600 integrated system. Patient 1 result of 0.463 ng/ml versus the expected result of 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result of 0.463 ng/ml was reported from the laboratory and the patient was given an electrocardiogram (EKG) based on the reported result. A corrected report was later issued for the patient and no further treatment was initiated, altered or stopped based on the reported result. ECG is a routine/standard test for patients with suspected myocardial infarct (mi) or patient with signs/symptoms of other cardiac disorders. ECG is a safe procedure. Some patients may develop skin rash in the areas of the taped electrodes, but serious health risk is not anticipated. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).